Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was scratched. A visual inspection was performed and showed the scope to have distal tip damage. This damage is caused by contact with another source.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during a knee scope the device was scratched. No back up device was available. No delay or patient injuries were reported.